Manufacturer narrative:
A system evaluation was not performed as the issue resolved by verifying another instrument. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported the navigate screen went blue when the surgeon attempted to verify the straight probe. The blue screen went away when another instrument was brought into the field and verified without issue. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.